Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital after receiving multiple inappropriate shocks. Episodes of ventricular fibrillation due to noise were observed and possible hv lead damage with no physical lead damage were observed. The lead was capped on (B)(6) 2016. The patient was stable.